Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2100262. Investigation did not show issues related to the complaint.

Event description:
A clip got broken at loading to the applier during use. Therefore, a new cartridge was used instead.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge of 544230 hemolok ml clips 6/cart 84/box for investigation. Lidstock, one closed clip, and the hook half of a broken clip were also returned loose. The returned components were visually examined with and without magnification. Signs of use in the form of biological material were observed on the broken clip. The broken clip was broken in half at the hinge. The cartridge contained the pierced boss half of the broken clip and no intact clips. Minor scrapes were observed on the cartridge, but not in the same location as the broken clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One of the returned clips was broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip got broken at loading to the applier during use. Therefore, a new cartridge was used instead.